Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was suddenly not able to hear any sound with the device. There was no accident or trauma reported. The user's hearing was reported to be not as good so the doctor decided to explant the device and re-implant with a cochlea implant.

Manufacturer narrative:
A fatigue breakage of lead wire of the conductive link is suspected to be the root cause of device failure. As the device has been received incomplete the exact location of the fractures could not be determined. Based on information received and the investigation results this damage was most likely caused by the applied surgical technique. This is a final report. Note: the awareness date has been corrected.

Event description:
On (B)(6) 2019, the user was suddenly not able to hear any sound with the device. There was no accident or trauma reported. The user's hearing was reported to be not as good so the doctor decided to explant the device and re-implant with a cochlea implant.